Event description:
While returning into his room, the foley catheter snapped in 2 pieces. Foley catheter apparently was caught on something, pulling/causing pressure resulting in a snapped/broken foley catheter. With tip remaining inside resident. Resident sent to hosp for removal.